Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) was completed. The monitor and electrode belt were both fully functional upon receipt. Device manufacture date: monitor sn (B)(4): 07/2011 (reuse). Electrode belts sn (B)(4): 04/2011 (reuse).

Event description:
During a retroactive review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A mother of a (B)(6) male patient contacted zoll customer support to report that the patient was recently treated. The patient completed a download, and zoll customer support confirmed the patient was inappropriately treated. The patient's mother reports that the patient's tongue is bleeding. The patient was treated at 02:28:52. Fb and ss artifact, noise, double counting, and fall-off contributed to the false detection. A patient service representative (prs) followed-up with the patient. The psr reported that the patient's garment was out of place, and the front therapy electrode was over at the side of his chest. No additional follow-up on the patient's bleeding tongue.